Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the associated device failed to discharge via electrode pads. Another set of electrode pads were obtained and attached to the patient with the same results. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is a duplicate that was inadvertently submitted. Please reference medwatch report 1220908-2016-00467.